Event description:
The angled long saber attachment was sent for evaluation due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
The route cause for the device overheating was due to broken dried lube found in the bearings.